Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss events are attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff provided add'l info stating that the operator noted the drain line tubing was crimped upon ending the second treatment and opening door. The crimped drain line was most likely the cause of the reported alarms. No problems were found with the returned cartridges that would contribute to the reported waste bag pressure max alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure max alarm, which could not be resolved occurred during two consecutive routine hemodialysis treatments. Rinseback was not performed, due to the amount of time troubleshooting the alarms, resulting in a combined estimated blood loss of 240cc. Follow up info received from facility staff stated that the operator noted the drain line tubing was crimped upon ending the second treatment and opening door. No medical intervention was required.